Event description:
It was reported that the programmer universal serial bus (usb) port was intermittent and the screen hinge did not hold in position. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmer universal serial bus (usb) port was intermittent, and the screen hinge did not hold in position. The memory data drive was okay no problem was detected. Both keyboard hinges and upper display hinges were broken it was also determined at analysis that the stylus and cursor did not align on screen. The upper handle was cracked, and the lower-case feet are worn. During final testing it was found that the antennas failed. The hard drive was reconfigured, and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.